Event description:
It was reported that pre op device was getting patient interface fault error. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h6: codes fdm b21 fdr c21 and img code : g02005 belongs to nim4cpb1 manufacturing date: 2024-02-07, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: during the inspection at the time of acceptance, it was observed that the power switch led was lit purple and red. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g04129 codes no longer applicable. For product ID: nim4cpb1: h3: analysis found that unit presented with a 1.7.5 software and error code message due to a disconnected ribbon cable. The codes g2004 belongs to product ID: nim4cpb1 and fdc: d20 belongs to nim4cm01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.